Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: telephone number:(B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the line was noted on the monofocal preloaded intraocular lens (iol). There was no contact with patient's eye. Back-up lens used instead. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 12/30/2024 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection revealed complaint device was received with the plunger rod fully advanced. Viscoelastic residue was distributed through the length of the cartridge; the cartridge tip showed stress marks which were within specification for a used device. The lens module was inspected revealing no damage or viscoelastic residue. Device assembly was inspected, presenting with no issues. Plunger rod advancement was inspected and presented with no issues. No lens was received for evaluation. Conclusion: the complaint issue "cosmetic issues" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.